Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high after receiving a steroid injection. She had also changed the cannula length of the infusion sets she was using. The blood glucose reading was 540 mg/dl. She had been treating with the insulin pump. She was admitted to the hospital one hour later. She felt pressure in her eyes and excessive thirst. She was treated with intravenous fluids. She was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. Small air bubbles were noted in the reservoir and the customer was assisted with priming them out. Insulin exited and no leaks were observed. The customer declined the high pressure test. She was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.